Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with intermitant air in line alarms on channel c was confirmed during evaluation of the pump's event history. The root cause of this condition was not identified. The device was found to be operating per specification. As a precaution the pump module has been replaced to correct this condition. (B)(4). This device is a colleague pump with a user interface module software version of 7:01:00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility reported a colleague infusion pump with the reported condition of intermittent air in line alarm on channel c. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.